Event description:
It was reported that an infusion pump had a defective downstream occlusion (dso) sensor and was also unable to recognize the cassette. The event occurred during testing and there was no patient involvement and harm.

Manufacturer narrative:
D4. Primary UDI number, left blank as the primary di number is not available. The suspect pump was returned for evaluation. The service history review was performed, and it was confirmed that there were no previous repairs noted. The disposable test was performed, and it was noted that the cassette was not recognized. The allegation made by the complainant was confirmed. The probable root cause of the event was due to a defective downstream occlusion (dso) sensor.